Manufacturer narrative:
Initial and final MDR (B)(4) -MDR 3003442380-2024-13218 device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On, (B)(6) 2024 it was reported that the patient encountered infusion set cannula was kinked within 4-5 hours of insertion. 5 sets showed issues. Patient blood glucose was between 250-300 at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.